Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized on two occasions for high blood glucose. The reported blood glucose reading during the phone call was 175 mg/dl. The customer stated she got no delivery alarms during the time she experienced high blood glucose levels, but the insulin pump did not make any audible tones. Troubleshooting was performed and the insulin pump did beep during the tone test. The alarm history was reviewed and there were two delivery alarms. Nothing further was reported.